Event description:
It was reported that a 77 yo female patient, initial left knee implanted on (B)(6) 2010, underwent a revision on (B)(6) 2022, approximately 12 years 1 month post the initial procedure due to pain. The poly was greatly worn, and decided to be the source of the patient¿s pain. A new poly 1mm thicker was implanted in its place. The patient was last known to be in stable condition following the event. No devices will be returned as the doctor wanted it.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.